Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-aug-2025, user called after healthcare provider (hcp) recommended a factory reset (fr) of the ilet, though no reason was provided. The user reported overnight lows despite no changes in eating habits; review showed the most recent blood glucose (bg) low was 43 mg/dl occurred after dinner when the meal was not announced, leading to a rise followed by ilet correction and subsequent hypoglycemia. Troubleshooting involved walking through fr steps, with reset paused pending a new continuous glucose monitor (cgm) reading. User confirmed understanding of how to complete the reset and agreed to call back if issues arose. Resolution included stressing the importance of meal announcements and best practices during the learning period, sending the ¿transitioning to the ilet¿ document for review, and treating lows with carbohydrates. Symptom reported was sweating. User is on dexcom g7 cgm. No medical intervention reported at the time of call.